Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was an air bubble and leak in the reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that leak on the reservoir into the compartment. Customer was unsure if leak was past 1st or 2nd o ring. Customer was did several bolus but blood glucose not lowering and they experienced high blood glucose. Customer stated that self test was passed. The device will not be returned for analysis.